Event description:
It was reported that during an urologic stone retrieval procedure, the basket broke. The target stone was in an unspecified ureteral location. A gemini 4/5/90/14mm had been advanced to retrieve the target stone. While trying to remove the stone, the basket broke. The distal tip of the basket "was hanging out the ureter into the bladder". The physician was able to use an unspecified cystoscope and biopsy forceps to pull it out. The physician used a ureteral scope to make sure none of the basket was left inside the pt. There were no pt complications reported with the pt's current condition listed as "good".